Manufacturer narrative:
Evaluation summary: the sample was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).

Event description:
A purchasing agent reported a lens had dislocated following an intraocular lens (iol) implant procedure. The lens was removed and a sulcus lens was implanted. The patient's current condition is unknown. Additional information has been requested.